Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 120 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood tests performed during call fasting ((B)(6) 2015; 06:25pm) with results of 33 mg/dl and 240mg/dl using two different vials of test strips lot #pr1861. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 02/26/2017 and open vial date is over two weeks ago. (B)(6) 2015. Recall test results performed from meter memory: memory 1; 21mg/dl (B)(6) 2015 06:13:00pm, memory 2; 21mg/dl, (B)(6) 2015 07:12:00pm, memory 3; 41mg/dl (B)(6) 2015 07:11:00 pm. . Adverse event not report6d

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction :user's test strip had poor fill or user reused test strip or user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 120 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015 6:25pm) with results of 33 mg/dl and 240 mg/dl using two different vials of test strips lot#pr1861. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 02/26/2017 and open vial date is over two weeks ago. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.